Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument tip was broken. The device was not used in patient. There was no patient harm due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken main tube approximately 0" from the missing pieces that could not be measured in size. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis was dislodged as a result. Additional observation(s) related to customer complaint: component adjacent to the instrument was found to have a dislodged proximal clevis. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.